Event description:
When decision rules are saved and later restored in languages other than english on the unicel dxh 800 coulter cellular analysis system, the word "or" (french=ou) is replaced by "and" (french=et) in the decision rule. This may cause the "then" portion of the rule to not be triggered and the potential for erroneous results to be released without review, if the system is configured for auto release function. No erroneous results were reported out. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Customer report was confirmed. Cannula was returned with open original tyvek pouch. The cannula body of wire reinforced section was dented. The compressed area is consistent with product handling damage. Since the lot was manufactured, the wire reinforcement has been strengthened and the packaging has been improved by adding a protective sheath to minimize the chances of this type of damage.

Event description:
Tip of the cannula body was found collapsed before opening the package. Customer decided not to use this device.